Manufacturer narrative:
The customer reported complaint for the autopulse platform having unreadable lcd was not confirmed. The platform display was visible and functioned as intended. There were no device deficiencies found during evaluation of the platform which could have caused or contributed to the reported complaint, therefore, the root cause could not determine. As a precautionary measure, processor board was replaced to avoid the re-occurrence. Visual inspection of the returned platform was performed and found no physical damage. No discrepancies were found in the archive data. Following the service, the platform was further tested for 10 minutes with large resuscitation testing fixture, (lrtf) equivalent to 250 pound patient and passed all functional testing criteria and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse with serial number (B)(4). Ccr (B)(4), reported on (B)(6) 2016. The connector on the processor board was cleaned and the lcd cable was reseated.

Event description:
As reported, during a shift check, the autopulse platform (sn (B)(4)) screen lcd displayed unreadable text upon powering on. No patient involved.